Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro vh-3500. They said it's so sticky and difficult to use. Between it catching upon entering or removing the tunnel, and how much energy is required to hold the button for branch ligation and if you burn branches quickly the energy source slowing and stopping at frequent interval. They seem to be wasting a lot of time. They also had a few times where it quit burning while cutting a branch and then bleeding until the device starts up again. The hospital did not report any patient effects.

Event description:
Related complaint tw ID# (B)(4). An additional complaint record has been created due to unrelated failure mode "electrical issue" the hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro vh-3500. They said it's so sticky and difficult to use. Between it catching upon entering or removing the tunnel, and how much energy is required to hold the button for branch ligation and if you burn branches quickly the energy source slowing and stopping at frequent interval. They seem to be wasting a lot of time. They also had a few times where it quit burning while cutting a branch and then bleeding until the device starts up again. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: b5,g4,g7,h2,h3,h6,h10 internal complaint number:(B)(4) a lot history record review was completed for lots 25150480, 25149565, and 25149531 the last 3 lots shipped to the account prior to the event date. There were no ncmr's which could be considered related to the reported event recorded in the lot history.